Event description:
Spontaneous call. Patient states order had defective needle, the pen needle was bent in half and was unusable. Unknown if patient missed a dose, experienced an adverse event or if defective product is still on hand. Unknown if md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.